Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 3331 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. One imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual evaluation of the as returned product identified no signs of apparent malfunction. Bone debris on the external threads. Measurement matched print. Pre-existing patient condition noted on the per was patient having type ii (moderate) bone density. The reported device was being placed on tooth # 27 (universal) when the incident occurred and the implant had been placed for about 7months. The reported event could not be recreated due to the nature of the dental device and event. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 62888507. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2652) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62888507) for similar events using keyword peri-implantitis and medical- other and 1 other complaint was identified for peri-implantitis category only. May post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier (UDI) not required. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Investigation summary.

Event description:
Doctor indicated peri-implantitis with loss integration. Inflammation was found 6 months after implant placement. After treatment, inflammation occurred repeatedly in several months, and bone tissue necrosis around the implant was found, so the implant was removed. Symptoms as result of the event: pain, inflammation, abscess.